Event description:
During an unspecified procedure, the staple line was incompleted. The hosp did not provided any add'l info.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.